Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. To resolve the issue, the customer cleared the alarm and resumed insulin delivery. There was no reported impact to the customer's blood glucose level.